Event description:
The user facility reported a hose on the uv light of the system 1e processor disconnected causing flooding in the room where the unit was located, the adjacent hallway and into the room below. The water shorted out a smoke alarm which triggered facility security personnel who responded and shut off the water supply. No injuries, procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician re-installed the unit and replaced the hoses. The technician confirmed the unit was operating properly and returned the unit to service. Investigation of this event is in process; a follow-up report will be filed when additional information becomes available.

Manufacturer narrative:
A steris service technician inspected the unit and found the 90° factory crimp fitting had separated at the uv outlet connection. The unit has been temporarily de-installed and will be returned to service upon completion of repairs at the facility. Investigation of this event is in process; a follow up report will be submitted when additional information becomes available.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).